Manufacturer narrative:
The pump was received with a constant motor error alarm during rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the constant motor error alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.